Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pacing lead was exhibiting varying threshold measurements in the days after implant. During the procedure to revise the lead, the lead exhibited no capture when connected to an analyzer but did capture when connected to the implantable pulse generator (ipg) although pectoral muscle stimulation was also observed. Insulation damage was suspected so the lead was explanted and replaced. No patient complications have been reported as a result of this event.